Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax, requiring placement of a chest tube and hospitalization. The biopsied lesion was 2.3 cm in size and located in the right middle lobe, lateral segment. Imaging modalities used included c-arm fluoroscopy, cone beam, and radial ebus. The diagnosis obtained from pathology was inflammation (specific)/pneumonia (benign). There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. Additional patient information: year of birth - 1985.